Event description:
On 11/27/2024, it was reported by a sales representative via (B)(4) that an ar-9662-r post screw has an implant stuck in it. This occurred during use in a case with no patient effect. This occurred during a reverse total shoulder revision. The central post was removed from the patient using the trephine. Per the initial reporter, no other parts were removed during the revision.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged unknown part number with batch: 02191846 was received inside an ar-9662-r central post/screw trephine batch number: 022111 for investigation. Visual evaluation noted bone material/tissue material in the returned device. It was further noted that the material was surrounding a central post with an unidentifiable part number with batch: 02191846. Functional testing was not performed due to bone/tissue material posing a biohazard contamination risk. The most likely cause for the reported failure can be attributed to environmental caused by a patient specific event. Refer to investigation photos.